Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4). 2017 that on (B)(6). 2017 the receiver initialized without a manual restart. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up. Functional test was unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to the receiver download failed due to perpetual rebooting. Functional test: failed - unable to perform - perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. Perform paring\calibration and performance test: failed - perpetual rebooting. The reported event of initializing screen without manual restart was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4). Date f event - correction to remove "(B)(4) 2017". Describe event or problem -correction to remover statement "dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional eventor patient information is available."event problem and evaluation codes - correction to remove method code(s): (B)(4). Event problem and evaluation codes - correction to remove result code: (B)(4). Event problem and evaluation codes - correction to remove conclusion code: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Subsequent to the second supplement MDR, the complaint receiver is no longer available and the investigation results that were previously reported were not accurate. Confirmation of the complaint could not be determined because the unit was scrapped. The root cause could not be determined.